Manufacturer narrative:
An ocd field engineer visited the site and performed adjustments to the gel camera and returned the analyzer to expected operation. The root cause for the camera being out of adjustment is unknown.

Event description:
The customer reported that the ortho provue analyzer interpreted a sample as negative. The customer performed testing on an alternate provue unit on-site and observed positive reactivity. The customer was performing correlation studies at the time of the incident. The patient's test results did not match testing performed on an alternate unit, preventing erroneous test results from being released. False negative results may result in transfusion of incompatible blood.